Manufacturer narrative:
H6: investigation findings: c13 will be omitted, replaced with c1601. H6: investigation conclusion: d15 will be omitted, replaced with d0301. H10: the most likely cause of the condition was determined to be due to a machine issue during manufacturing. Corrective actions were executed and implemented on the machine to address this issue. Previously submitted as ¿the cause of the condition could not be determined".

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a cut observed near the assembly between the tubing and microbore winged female luer lock adapter. Functional testing was performed, and it was noted that a leak was observed between the tubing and microbore winged female luer lock adapter during pressure testing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp i.v. Catheter extension set leaked from an unspecified location. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.